Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead dislodged while slitting the delivery catheter. It was noted the coronary vein was too small and an adequate distal location was unable to be obtained. The lv lead was re-positioned to the basal lateral location and remains in use. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.